Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in the USA but it is similar to a product which is sold in the USA. We are awaiting the return of the complaint device to complete our investigation. A preliminary investigation has been carried out based on the event description and results from previous investigations. Results: our records indicate that no other complaints of this nature have been received for the given lot number. The missing component is due to operator error in the packing process. Conclusions: the device was out of spec. This will be brought to the attention of mfg team members. We have received other complaints of missing components with an occurrence rate of approx 0.03% worldwide for the last year. We have an open CAPA project to address the issue of components being omitted during the mfg process.

Event description:
Our distributor reported that an adapter was missing from a rt106 adult breathing circuit. This alleged defect was found during their incoming goods inspection. No patient consequence was reported.